Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/9/2019. Corrected information: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: the surgeons glove was not perforated. The information was provided by mistake and does not correspond to this event.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did glass shards from the inner ampoule penetrated the plastic outer tube? If yes, please provide the following information: did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today?

Event description:
It was reported that topical skin adhesive was used on (B)(6) 2018, and the surgeon's glove may have been perforated. No adverse patient consequences reported. Additional information has been requested.